Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that she always had some kind of itch in her throat like something was there, but it never went away. She stopped using both her machines because of that itch in her throat, nasal or throat irritation or soreness. It was always bothering her related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.